Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had noticed their implantable cardioverter defibrillator (ICD) was ¿no longer been controlling their atrial fibrillation (af) like it used to.¿ the ICD remains in use. No further patient complications have been reported as a result of this event.